Event description:
It was reported that the device delivered shock due to af in vf zone. The device was programmed to deliver shock in that rate-range. It was discussed that the rate settings for the ICD should be reprogrammed

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.